Manufacturer narrative:
The returned product was evaluated and found the soft cannula was in the deployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to not deploy. The needle mechanism was reset and fired properly during the investigation. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. A root cause could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that her blood glucose (bg) levels reached 15.2 mmol/l (274 mg/dl) while wearing the pod between 4 and 24 hours on the arm. She also reported that the cannula failed to insert into her skin; it was "laying" on her arm. The patient also noted that the pink slide insert did not move into the viewing window, indicating that the needle mechanism failed to deploy as intended during activation. To treat the patient's elevated bg levels, a new pod was applied and multiple correction boluses were delivered.